Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunctions. The fse reset all cables on the solenoid driver board. The fse ran the functional tests. All tests passed. The iabp was handed over to the customer in working condition and cleared for clinical use.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had an electrical test failure code #58. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.